Manufacturer narrative:
Investigation of this event determined that non-reproducible, higher and lower than expected, vitros bhcg results occurred on a single patient sample and a higher than expected vitros bhcg result occurred on a single non-vitros biorad quality control level processed on a vitros eciq immunodiagnostic system. A likely assignable cause could not be determined. Using historical qc data prior to the events showed no indication that the bhcg reagent was performing atypically. Unexpected instrument performance could not be ruled out as a contributing factor as a pre-service precision test was not performed and therefore the performance of the instrument at the time of the events cannot be confirmed. An ortho field engineer visited the customer site and performed service actions to the vitros eciq immunodiagnostic system to optimise performance. The customer accepted the performance of the instrument post-service. Finally, inappropriate pre-analytical sample handling could not be entirely ruled out as contributing to the higher than expected result as the customer is not adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
The customer obtained a non-reproducible, higher than expected, vitros bhcg result from a single patient sample and a higher than expected vitros bhcg result from a single non-vitros biorad quality control level when processed on the vitros eciq immunodiagnostic system. Patient sample 1 16.39 miu/ml vs. The expected result of 2.04 miu/ml. Biorad l1 result of 9.15 vs. The expected result of 2.11 miu/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The non-reproducible, higher than expected vitros bhcg results were not reported outside of the laboratory and there was no report of actual patient harm as a result of this event. (B)(4).